Event description:
Following cardiac surgery - pt was connected to many pumps and four (4) of the pumps stopped functioning. Pt. Later expireddevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: electrical problem, battery/pack. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor, device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.